Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) could not establish telemetry and had no magnet tones. The physician elected to explant the ICD.